Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.

Manufacturer narrative:
D10: concomitants: 2764197 02-010-03-0330 - logic cr femoral cem, right, sz 3; 2638078 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t; 2487818 200-03-29 - one peg patella 29mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2013. Approximately 9 years and 4 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023 diagnosis: failed right knee, possible aseptic loosening there was a large amount of inflamed synovial tissue that was removed. The polyethylene was removed and there was small amount of pitting on the medial tibial plateau. The patient tolerated procedure well and was brought to recovery in stable condition.